Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to fever, fluid discharge, infection (staphylococcus aureus), and redness which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator underwent device explantation due to an infection. The patient was admitted to the hospital on (B)(6) 2025, due to an infection. During the operation, a culture was taken, which returned positive with staph. The physician confirmed that the infection at the pocket site was associated with the device. The pocket site showed redness and drainage, and the patient presented with a low-grade fever and elevated levels. The patient was discharged with antibiotics. The infection had cleared up; however, the suture on the incision site had "popped," prompting the doctor to prescribe another round of medication to prevent any additional infections. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent device explantation due to an infection. The patient was admitted to the hospital on (B)(6) 2025, due to an infection. During the operation, a culture was taken, which returned positive with staph. The physician confirmed that the infection at the pocket site was associated with the device. The pocket site showed redness and drainage, and the patient presented with a low-grade fever and elevated levels. The patient was discharged with antibiotics. The infection had cleared up; however, the suture on the incision site had "popped," prompting the doctor to prescribe another round of medication to prevent any additional infections. There were no additional patient complications.